Event description:
It was reported that the customer's insulin pump had a frozen display. It was stated that the battery was removed for five minutes and re-installed, but the anomaly persisted, and the buttons were unresponsive. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.